Manufacturer narrative:
Further investigation of the sample found no macrotsh in the sample. A specific root cause could not be identified. From the information provided, a general reagent issue could be excluded.

Manufacturer narrative:
(B)(4). This event occurred in esp.

Event description:
The customer received questionable elecsys tsh assay results for one patient and believed there was an interference of macro-tsh in the samples. The patient had neonatal hypothyroidism that was diagnosed at the age of eight days. The customer questioned the tsh results as they were very high (100 mu/l) but the ft4 result was normal. The clinic gave the patient a high dose of "lovothyroxine" and a new sample blood was drawn. The tsh result was 0.1 mu/l and the ft4 result was the same (normal). Refer to the attachment to the medwatch for all data for the patient. No actual dates of testing were provided. The erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The customer performed peg precipitation and the results were indeterminate because the tsh was between 50- 60%. They also performed serial dilutions and the results were always linear. Their conclusion was that the tsh values were accurate but were and discordant with the ft4 and ft3 values. The customer used a cobas 8000 e 602 module. The serial number was requested but was not provided. Sample from the patient was submitted for investigation. The customer's high results were reproduced and the ft4 result was within the reference range. No interference was identified in the sample. The reagent performed within specification and no product problem was found.